Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the reservoir popped out of the insulin pump several times. Customer stated that he place the reservoir back and the insulin pump rewound and delivered several units of insulin causing him to have low blood glucose. Customer stated that his wife had to force orange juice down his throat to bring him back. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, cracked reservoir tube lip noted during visual inspection.